Manufacturer narrative:
Section d information references the main component of the system. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra. Product ID mc2vr01-delsys. (Serial: [(B)(6)]). D9: yes, return date: 24-02-2025, h3: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pocket infection resulting in erosion, redness, swelling and bacteremia. The implantable pulse generator (ipg) system was explanted. Further it was reported that intra operatively, during the placement of the leadless implantable pulse generator (ipg), the deployment button on the delivery system would not work. The leadless ipg could not be recaptured or redeployed. A snare was used to retrieve it. The leadless ipg was attempted/not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The bond on the deployment button hub on the delivery system released. The lumen of the delivery system was torn. The delivery system tether was frayed. There was a deployment issue with the delivery system. The inner boss of the delivery system was loose. The bond of the inner boss of the delivery system released from the inner shaft. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was kink/buckled at 6 cm from the distal end of the delivery system. The device was unable to be deployed as the deployment hub had separated from the outer shaft inside of the delivery system handle. The adhesive bond had released between the deployment button and the outer shaft of the delivery system. The inner boss bond released from the inner shaft. The inner boss was loose on the inner shaft. H3: yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.